Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The blood glucose at the time of the incident was unknown. The device was returned for analysis.